Event description:
Related manufacturing reference number: 2017865-2022-00719. It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure for the brain. Prior to MRI, the device was interrogated and it was noted that the right atrial and right ventricular leads exhibited failure to capture and elevated thresholds. Programming changes were made for both leads. The patient was in stable condition.